Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer's adc libre 2 sensor did not alarm when their blood glucose was low. It was further reported the customer experiencing symptoms of sweating and a loss of consciousness. The customer was unable to self-treat and a non-hcp treated the customer with glucose. The customer had contact with a healthcare provider who obtained a reading of 31 mg/dl, diagnosed the customer with hypoglycemia and treated the customer with glucose intravenously. There was no report of death or permanent injury associated with this event.